Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient (60 kg), born on (B)(6) 1992, underwent an atrioventricular nodal re-entrant tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered a heart block requiring a temporary pacemaker and extended hospitalization. It was noted that the patient has a history of frequent IV drug use. During the procedure, an av heart block was noticed while completing the ablation pass. The team was able to see on the recording system while ablating. The medical intervention was the installation of a temporary pacemaker. The physician stated that ablating too close to the av node was the most probable cause. The patient was being monitored and by the time they were out, the patient was already at the 2:1 block. The patient was reported to be in stable condition. The physician¿s opinion on the cause of this adverse event was that it was procedure and patient condition related. The ablation was too close to the av node and the patient¿s history of frequent IV drug use. The patient was reported to have fully recovered as the av node recovered fully. The patient required extended hospitalization because of the adverse event to see if her av node wake back up. Since the event (heart block) required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device evaluation was completed on 6/10/2021. It was reported that a female patient (60 kg), born on (B)(6)1992, underwent an atrioventricular nodal re-entrant tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered a heart block requiring a temporary pacemaker and extended hospitalization. It was noted that the patient has a history of frequent IV drug use. During the procedure, an av heart block was noticed while completing the ablation pass. The team was able to see on the recording system while ablating. The medical intervention was the installation of a temporary pacemaker. The physician stated that ablating too close to the av node was the most probable cause. The patient was being monitored and by the time they were out, the patient was already at the 2:1 block. The patient was reported to be in stable condition. Device evaluation: visual analysis of the returned product revealed that no damage or anomalies were observed on the ez steer¿ nav bi-directional electrophysiology catheter. Per the event, several tests were performed. The magnetic, temperature and electrical features were tested, and no issues were observed. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. Originally, the product lot number was reported as unknown. However, during the product investigation, the lot number was able to be retrieved from the returned device. Therefore, d4. Lot 30519975m, d4 expiration date 3/12/2024 and h4. Device manufacture date 3/13/2021 are populated on this report. As part of biosense webster inc.¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).